Event description:
It was reported that the implantable cardiac monitor implantable data collection was off. The device is still is. No patient complications have been reported as a result of this event.